Event description:
Reported blood glucose results of "319 mg/dl, 61 mg/dl, and 70 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.